Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed during the fill tubing process. A cartridge change was performed resolving the issue. Additionally, it was reported that the customer experienced issues during the load fill tubing process. Multiple infusion set changes were performed to address the issues. Customer's blood glucose level ranged between 160-161 mg/dl.